Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 10/09/2019. Additional information was requested and the following was obtained: date of the procedure? This complaint is from health authority. No further information can be provided.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch hce393-w8557 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of the procedure?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke while knotting during sewing the right hand ring finger extensor tendon. Changed to another device to complete the surgery. There were no adverse patient consequences reported.